Manufacturer narrative:
Return requested. Replacement device shipped to site on 03/02/2016. No parts will be received by manufacturer for analysis, the site declined to return the suspect suretrak2 large clamp no further issues have been reported.

Event description:
A medtronic representative received a report from a site or coordinator that while training her staff on instrumentation it was discovered that their large suretrak clamp screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified. Replacement device was requested.

Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation found that the reported event was related to a hardware issue. The adjustment screw for the clamp was not stripped as reported, but there were metal shavings within the threaded hole of the clamp causing issues when adjusting the clamp. Damage to the threads of the adjustment screw or threaded screw hold in the clamp may be caused by excessive force or attempts to open the clamp further than its natural stop. This issue was documented in a medtronic navigation hardware anomaly tracking database.